Event description:
The user facility reported that shortly after the initiation of dialysis the pt experienced back pain. The unit had been preprocessed/reprocessed with formaldehyde and all residual tests were negative prior to initiation of treatment. This was the third use of this dialyzer. On follow-up communication, the user facility reported that the pt had experience similar reactions on the prior two treatments with this dialyzer. This time the dialyzer was changed out and discarded. Another type dialyzer was used to finish the dialysis treatment and the pt did not experience any further complications.